Event description:
It was reported that during a pta treatment procedure, "during withdrawal, the synergy balloon was not able to remove in the sheath." The lesion being treated was 100% stenosed and located between the left common iliac artery and the external iliac artery approached from a brachial access site. It was further reported that, "this device was removed together with sheath." No patient complications were reported and the current patient status is reported as "stable."